Event description:
It was reported that an asymptomatic pt presented in clinic during follow up with a device that was post-sensed t-wave oversensing on the ventricular lead. The pt received inappropriate hv therapy. There were also instance of aborted therapy due to atrial fibrillation with rapid ventricular response. Reprogramming was considered.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.